Event description:
The patient has filed a long-form complaint in the circuit court of the eight judicial circuit in and for (B)(6). The patient alleges that as a direct and proximate result of the defective nature of the implant which necessitated premature removal, the patient suffered significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, mental and emotional distress. Per the information available in the legal documentation provided, the patient has not yet scheduled a surgery for explanation of the left knee at issue. The patient has had a right knee revision (B)(6) that is also covered in this legal longform.

Manufacturer narrative:
D10 concomitant devices: (B)(6), 234-02-04 - optetrak asy,ps cemented femoral, sz 4, (B)(6), 204-38-08 - stem extension 80l x18 mm, (B)(6), 208-01-04 - cc femoral sz 4, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 208-09-05 - cc stem ext adaptor 5 degree, (B)(6), 201-78-88 - 4"" drill bit, mod. Hex 2-pk, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6), 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.